Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set fell within 2 days of use. He replaced infusion set and resumed insulin successfully. No further information was available